Manufacturer narrative:
(B)(4). Review of lot f1722904, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that while pulling back a mynxgrip vascular closure device (vcd) handle, the balloon was pulled out of the vessel even though it was inflated. The vcd was being used in conjunction with a 6f procedural sheath introducer for common femoral arterial closure following a pci (percutaneous coronary intervention) procedure. The mynx vcd was prepped according to IFU instructions and was purged of air. During prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. Resistance was not felt while pulling back. The stopcock was opened when the balloon was at the arteriotomy. Manual compression was applied for less than 30 minutes. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The vcd will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: it was reported that while pulling back a mynxgrip vascular closure device (vcd) handle, the balloon was pulled out of the vessel even though it was inflated. The vcd was being used in conjunction with a 6f procedural sheath introducer for common femoral arterial closure following a pci (percutaneous coronary intervention) procedure. The mynx vcd was prepped according to the instructions for use (IFU) and was purged of air. During prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. Resistance was not felt while pulling back. The stopcock was opened when the balloon was at the arteriotomy. Manual compression was applied for less than 30 minutes. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant and advancer tube were in the manufactured position. The balloon of the returned device was visually inspected and the results revealed that there was no saline in the balloon, which indicates that the device may have not been prepped with saline during the prep phase. During the investigation, vacuum was drawn from the balloon, then the balloon was fully inflated with water and pressure was maintained. The inflation indicator performed per specification. The inflated balloon diameter was also verified with go & no go gage and was noted to be within specification. Review of lot f1722904 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿the balloon was pulled out of the vessel even though it was inflated¿ was confirmed due to the condition in which the unit was received for analysis. Based on the information provided and the investigation performed, the root cause of the reported event was incorrectly following the mynx instructions for use (IFU), resulting in a pull through during the procedure. The mynx IFU instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use and to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to purge the device of air during the prep phase and excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.